Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient expired. There is no known allegation from a health professional that suggests the death was related to the device. It was reported that the cause of death is unknown. No further information is available at this time.

Event description:
New information notes that the cause of death was sudden.

Event description:
New information notes that the patient had a history of dicm, chf, cad, hyperlipidemia, hypertension and diabetes ii. On (B)(6) 2017 patient presented to the clinic for respiratory distress and was admitted in the hospital for a stroke. While in the ed patient was found to have an elevated troponin, chronic systolic and diastolic heart failure. Shortness of breath got better and patient was discharged. Patient returned to the hospital on (B)(6) 2017 for subacute rehabilitation after a recent prolong stay at another facility. On the morning following admission the patient was found unresponsive without any pulse or respirations. A code blue was called and the patient was evaluated by the physician. The patient was found to be very cool to touch with mottled extremities and pupils fixed and dilated. There was not cardiac activity or spontaneous respirations. The patient was pronounced death. It was noted that the patient¿s death was not device or study related.